Event description:
Hospital stated that around 11:50 p.m. With the rn in the pts room, the ventilator alarmed and indicated a fail to cycle condition. The pt was hand bag ventilated and placed on another ventilator.